Event description:
The tibial plateau was being prepped to have the permanent part cemented into place. The jig that makes the hole in the tibial plateau was driven into the bone and when removed, a small portion came off and fell on top of the tibia plateau. It was cemented and an x-ray taken to insure that there were not any other fragments left behind.